Manufacturer narrative:
A system service check of the avanta fluid management system, serial (B)(4), was completed on (B)(6) 2013 which confirmed that the injector was operating with (B)(4) specifications. The multi-patient disposable set (mpat), lot # 123301, and the single-patient disposable set (spat), lot # 123903, that were reported in use during the alleged event were discarded by the site; however, the site did report the lot number of the disposables in stock at the time. Retain samples of the mpat and spat were obtained by product analysis for functional testing and performed to specification. The avanta fluid management system operation manual states that "the operator is required to expel all trapped air from the syringe, drip chambers, connections, tubings, and catheter before connecting to the pt." Additional applications training was provided to the site (B)(6) 2013. During this additional training the clinical manager noted user error may have contributed to the event.

Event description:
A (B)(6) female with an admitting diagnosis of chest pain was undergoing a cardiac catheterization. Upon completion of the first injection, small air bubbles were visualized at the ostium of the catheter and the pt experienced st elevation and bradycardia requiring the insertion of a temporary pacemaker that was later removed. The pt is reportedly doing better. The site was emailed on (B)(6) 2013, as well as (B)(6) 2013 with a request for an updated patient status; however, a response has not been received.